Event description:
Event description boston scientific, crm received information that this patient went the emergency room as she was not feeling well. Upon interrogation, it was noted that the right atrial (ra) lead safety switch (lss) was tripped. Daily measurements confirmed that the lead impedance was greater than 2500 ohms. There was also no sensing or pacing. As a result, the lead was capped and abandoned surgically and a new ra lead was successfully implanted. No adverse patient effects were reported.,